Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's granddaughter reported via phone call indicating motor error and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her grandmother had a stroke and accidentally wore the pump in an MRI. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error. The customer was not able to get to the display and the buttons were not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The insulin pump was received with intermittent buttons response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.